Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.